Event description:
Information was received indicating that a smiths medical pump was leaking after medicine was injected into the medicine storage box. The pump was used for analgesic purposes for postoperative pain in children. There was no reported adverse events.